Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the 3100 a ventilator experienced mean airway pressure adjustment issues. The ventilator was not adjusting how the end user was setting metrics. At this time, there is no information regarding patient involvement associated with the reported event.